Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range pacing impedance. No noise registered. Last threshold test was within range. Technical services provided troubleshooting recommendations to the health care professional (hcp). No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited out-of-range pacing impedance. No noise registered. Last threshold test was within range. Technical services provided troubleshooting recommendations to the health care professional (hcp). No adverse patient effects were reported. This rv lead remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.